Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative regarding a patient's implantable infusion system. It was reported on (B)(6) 2016 that the patient underwent a dye study, and no drug was able to be aspirated from the catheter. The patient was to be scheduled to have his catheter replaced.

Event description:
Information was received from a manufacturer representative regarding a patient receiving an unknown drug, dose, and concentration via an implantable pump for non-malignant pain. It was reported patient missed their refill and pump was alarming. On (B)(6) 2016 a volume discrepancy occurred. Caller stated the pump status was checked and the low reservoir alarm was occurring and the expected reservoir volume (erv) was 0.9 ml and the actual reservoir volume (arv) was 35 ml. Caller stated in (B)(6) 2016 the patient experienced increased pain and nausea. Caller stated this was the first refill since the pump replacement on (B)(6) 2016. Caller was alerted from the healthcare provider that the patient was being scheduled for a dye study to check the catheter patency. The following were reviewed for underinfusion: checked the pump logs, considered catheter diagnostics, and caller stated no motor stall alarm logs. Caller was to follow up with healthcare provider (hcp). It was unknown if the issue was resolved. No further information was available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.